Event description:
The pt experienced an overstimulation sensation as well as a shocking/jolting sensation after exposure to a theft detector. The pt was re-directed to her physician. Additional info was requested.

Manufacturer narrative:
(B)(4).